Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2014-00383 and 1225714-2014-00384.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-00383 and 1225714-2014-00384.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiac arrhythmia and underlying causes were renal failure, hypertension, cirrhosis and (B)(6).